Event description:
Revision surgery - due to patient had a total knee in september and their wound dehissed and needed to be washed out leading to a poly exchange.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-01059; 346-10-766, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.